Event description:
When checking impedances, the reporter was getting question marks in the results of c/7 (contact #7) and various combinations of #7, but therapy impedances all came out normal. The reporter also reported getting readings of >4000 ohms on some of the bipolar pairs. It was recommended that they increase the default test values and re-run the test. Additional information has been requested, a follow-up report will be sent if additional information becomes available.